Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that the pressure line of an rt266 infant dual heated evaqua2 breathing circuit falls off once air is administered. There was no reported patient involvement.

Event description:
A healthcare facility in iowa reported via a fisher & paykel healthcare field representative that the pressure line of an rt266 infant dual heated evaqua2 breathing circuit falls off once air is administered. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: four pressure lines of rt266 infant dual heated evaqua2 breathing circuit were received at fisher & paykel healthcare in new zealand for evaluation and were visually inspected. Results: visual inspection of four pressure lines revealed that three of them have a moulding defect on the elbow of pressure line. One of the pressure lines was not found with moulding defect on the elbow. Conclusion: we were unable to determine what caused the moulding defect of the pressure line elbow. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit states: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."